Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leaking at the o rings. The customer's blood glucose level was 210 mg/dl. The customer reported that the location of the leak was plunger. The customer reported that the plunger came off. The device will be returned for analysis.